Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been one (1) year since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause regarding the distal end cover dropped out was assumed to be that the distal end cover was used without being properly attached and dropped off due to the load during the case. When attaching the distal cover, it will deform when it is attached into the endoscope. Therefore, if it is attached correctly, the connection part with the endoscope inside the distal cover will become deformed. However, no deformation was observed at the connection with the endoscope inside the distal cover of the actual device. Therefore, it is possible that the distal cover was not attached to the endoscope correctly. The event can be prevented by following the instructions for use which state: "- section 8.2 "inspection of the distal cover" should any irregularity be observed when inspecting the distal cover, do not use it. A distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the distal cover could cause patient injury. Confirm that the distal cover is free from any irregularities such as cracks, chips, pinholes, or deformation. Section -9.3 "attaching the distal cover" ·never use a distal cover with cracks or pinholes. Replace it with a new one. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the distal cover with cracks may cause patient injury due to sharp edges. ·do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover or the endoscope. These products may cause cracks in the distal cover. If a distal cover with cracks is used, it may cause patient injury such as: - thermal injury from electric current leaks when performing high-frequency cauterization treatment. ·gently hold the distal part of the bending section and the distal cover. Align the opening side of the distal cover with the lens side of the distal end of the endoscope. ·put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover. ·hold the distal part of the bending section. Pull the distal cover gently to confirm that the distal cover on the distal end of the endoscope does not slip and come off. ·twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off. ·confirm that the distal cover is free of cracks or deformation." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single-use distal cover came out and fell outside the patient's body. The issue was found during a diagnostic endoscopic retrograde cholangiopancreatography procedure that was completed using the same set of equipment. There were no reports of patient harm.